Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the reported event is due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was noted during evaluation of the uretero-reno videoscope, bending section adhesive was lifted and chipped. There was no patient involvement.